Event description:
The rptr did meter to hcp meter comparison tests. Rptr's meter test was 38 mg/dl, and the dr's meter (type unk) was 84 mg/dl. Both tests were capillary, done within mins. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. On follow-up, the rptr cleans the meter, and checks the confirmation dot when testing. Rptr's technique of applying blood, as described, is accurate. No harm was alleged.